Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached material, but there is no code available. The involved device was returned and evaluated. Visual inspection confirmed the catheter was broken 23mm from the hub. Under microscopic inspection, the surface of the broken catheter had a partially reversed "v" shape and an extended surface indicating the device's detachment was caused by a pulling force. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the catheter tip broke while removing the device from the patient due to a leak occurring. Resistance was felt when attempting to remove the catheter, however the medical staff continued the removal. It was then noticed that the catheter tip was missing. The catheter tip was located under the patient's skin and was surgically removed. The patient is reported as "fine."